Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, competitor reported patient stated his infusion site had been leaking for the past 2 weeks when giving a bolus. Competitor stated the patient reported on the 2nd day of having the infusion site, he would feel it was wet and his blood glucose would go up. Patient stated this happened a total of 8 times. Competitor stated patient reported he changed the infusion site and continues to notice on the 2nd day the infusion site is wet and leaking especially when trying to give a bolus over 3 units of insulin. Competitor reported patient confirms when he removes the infusion site, no defect or damage was noted to the cannula; it was not bent or kinked. Competitor stated patient reported the infusion site always looks fine after insertion and the adhesive sticks well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.